Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to thermal damage to the l600, q600, u612, and c610 components on the computer/analog pca. The cause for the failure was the thermally damaged components. The root cause for the thermally damaged components was unable to be identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor would not power on.